Manufacturer narrative:
(B)(4). Examination of the returned device did not confirm the reported event but did find the device was broken. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by spd that there was a crack on the artic surf trial. No patient harm and no delay in surgery.